Event description:
It was reported to boston scientific corp that a radial jaw 4 single use biopsy forceps jumbo was used during a biopsy procedure performed in 2009. According to the complainant, after 16 successful sample retrievals, a 1cm bleeding hole was noted in the colon mucosa. Requiring hemostasis with 3 resolution clips. X-ray was performed and found no free air in the abdomen. The pt's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and MFR dates are unk. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.